Event description:
Pt had a femoral bypass on (B)(6) 2019 during which a bovine carotid artery graft "artegraft" was utilized. Pt presented in clinic on (B)(6) 2019 with lower abdominal hematoma. Pt taken emergently to operating room for exploration of graft site and possible repair. It was discovered that there was no bleeding from the anastomosis site. However, at 6 cm proximal to the distal anastomosis there was pulsatile bleeding from a tear drop shaped hole that was controlled with the placement of a suture. The surgeon identified the hole was possibly related to where one of the side-branches would have been tied off by the manufacturer on the bovine artery. Risks that had been reviewed with the pt included bleeding and possible manufacturer defects.